Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due an elevated blood glucose (bg) level ranging from 900-999 mg/dl and a moderate ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 01/11/2024 with the issue resolved and no permanent damage. Reportedly, the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.